Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were rupture and bottoming out.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional additionally reported "bottoming out." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight, broken shell. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis, the final assessment is a striated edge broken on anterior side due to surgical damage.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional additionally reported "bottoming out." Device has been explanted.